Event description:
It was reported that during an elective generator replacement procedure, it was noted that the left ventricular (lv) lead exhibited high impedance and a confirmed fracture. It was also reported that the lead broke in half in the pocket during the procedure. The lv lead was inactivated and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).